Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: strip code: ni on both. Strip storage: ni. Symptoms: shakey, sweating, tires easily. A pt's family member reported pt's profile was reading lower than their own profile. During troubleshooting the rep learned the meter was set to mmol/l rather than to mg/dl. Family member assumes it had been set to mmol at time of purchase two months earlier. As an example, a result of 4.6 was interpreted as 46 and 10.1 at 101. Medication reportedly lowered by dr and pt began to eat more. It is unknown what type of meds were lowered. The family member set meter to mg/dl with the assistance of the rep. The meter was also in another language that the family member had set it to and then corrected. No further info has been reported.